Event description:
Atty alleges initially (i.e. 1967), the plaintiff began to experience hardening particularly on the right side. Subsequently she experienced nausea, which was worse during her menstrual cycle, sensations or "hot" feelings in armpits radiating into the arms and joint pain. The plaintiff claims that her injuries and physical condition have been caused by the mammary implants and that gel was allowed to enter her body causing her irreparable damage.